Manufacturer narrative:
The customer's products have been requested back for an investigation.

Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received readings of 375 mg/dl, 245 mg/dl, and 103 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "b" and "c" zones. The results plotted in the "c" zone shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.